Event description:
It was reported that during use, the system98 intra-aortic balloon pump (iabp) unit prompted an automatic inflation failure. The department staff replaced the equipment and continued treatment. No personal injury was caused.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
No UDI is provided as product was discontinued prior to gudid implementation timeline.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, the department staff replaced the equipment on their own , and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service. The device was not repaired by getinge fse.